Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The pump history was downloaded at the user facility. A review of the pump history indicates that in 2007 at 0852, line a was programmed to deliver at a rate of 14.5ml/hr with a vtbi of 95ml for a duration of 6 hours and 33 minutes and the delivery was started. At 0853, the volume on lines a and b were cleared at 1524, line a vtbi complete message occurred. At 1525, the delivery on line a was stopped with a volume infused (vi) of 94.8ml noted. At 1532, line a was programmed to deliver at a rate of 14.5ml/hr with a vtbi of 2ml for a duration of 8 minutes and the delivery was started. At 1536, the delivery on line a was stopped with a vi of 95.7ml noted. At 1536, line a was programmed to deliver at a rate of 95ml/hr with a vtbi of 1.1ml and the delivery was started. At 1537, line a vtbi complete message occurred. At 1537, line a was programmed to delivery at a rate of 95ml/hr with a vtbi of 95ml for a duration of 1 hour and the delivery was started. At 1637, line a vtbi complete message occurred. At 1638, the pump was programmed to deliver at a rate of 14.5ml/hr with a vtbi of 10ml for a duration of 41 minutes and the delivery was started. At 1645, the delivery on line a was stopped with a vi of 193.2ml noted, and the device was turned off. A review of the history indicated the pump delivered as programmed.

Event description:
The customer contact reported, the patient received more medication than intended. At approximately 1700, the pump was programmed to deliver 20mg of milrinone in 100ml at a rate of 14.5ml/hr with a volume to be infused (vtb) of 10ml and the delivery was started. No further programming parameters were provided. It was reported that 7 minutes later, the nurse noted the 100ml bag of milrinone was empty. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed 1 hour later using a replacement pump. Though requested, no additional information was provided.